Event description:
Caller reported a malfunction notice related to malf 16 and contacted technical support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it could not be reset. The customer reverted to an alternate method of inulin therapy.